Event description:
Used two cook clips during case and they did not deploy properly. Got stuck and required shaking and maneuvering to release from clip. According to rep, the problem is known to the company.